Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 70 x 85 mm thoracic aortic aneurysm at zone 4 approximately 17 months ago. The proximal neck was 30mm in diameter and the distal neck was 27 mm. There was moderate calcification in the iliac artery, distal and proximal necks and there was no thrombus. A talent tf3232c115tj was implanted proximally then a talent tf3434c115tj was implanted distally. There was no endoleak and the operation was closed. Six day post implant, a follow-up CT was performed and the diameter of aneurysm was 73mm and a type ib endoleak was noted. Coil embolization was performed 2 weeks post implant and the endoleak resolved. The physician commented that the correlation between endoleak and device and the procedure was undetermined. It was reported that the patient expired approximately 5 months post implant due to natural causes. The physician denied causality between the device and the patient's death.

Manufacturer narrative:
Results: inherent risk of procedure (death).